Event description:
It was reported that patient underwent total hip arthroplasty in 2005. Subsequently, patient suffered recurrent dislocation and was revised six months later to remove, and replace the liner and femoral head. No further information received to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The lot number information needed to review device history records was unavailable. This report filed september 16, 2009.